Event description:
Perioperative bleeding during cesarean section noted after removal of placenta. Bakri balloon was placed through incision into uterus and partially inflated. Incision then closed in 2 layers. Balloon safely away from closure. Physician and scrub tech heard "pop." Suspected balloon had burst. It was removed via the patient's vagina. Physician noted that ballon had deflated spontaneously along seam of balloon.